Event description:
It was reported that a ¿controller failure¿ alarm occurred while prepping an automated impella controller (aic) for patient use. The aic was turned off and turned back on and primed with new purge but the same alarm continued. The aic was exchanged and the associated pump was implanted without issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation has been completed. The console was booted up and began going through the case start but during step two, the ossi ran a 5s due to a bad lamp and found light to be at 0.7v. The 5s was measured and the lamp failed again triggering a controller error for defective optical lamp as the user moved to step three in case wizard. This is what the complaint was referencing as everything else aligns clinically with the description and the controller error was mistakenly called a controller failure. The console was returned and the failure mode was reproduced. It was found that the optical pump connector was heavily contaminated. After cleaning the connector, the console passed 5s. There was no controller failure found during the case. The controller error was caused by the contaminated optical connector. The contaminated connector absorbed the majority of the light so only a small amount of light was received back (~0.5v would be no light from the lamp received back so 0.7v indicates the lamp is sending out light).